Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown femoral component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
It was reported that patient complained of pain and arthritis spread to other compartments. There was a right knee femoral component revised.